Event description:
A physician reported that following a cataract extraction with an intraocular lens (iol) implant procedure, patient experienced low visual acuity due to glistening in the lens. There are two medical device reports associated with this patient. This report is associated with the left eye. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).